Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that ophthalmic console turned off on its own. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Additional information is provided in sections d9, h3, h.6 and h.11. The company representative was able to replicate the reported issue. A nonconforming host and a (pcb) printed circuit board controller were replaced to address this issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints reported for the serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming host and an pcb controller. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).